Manufacturer narrative:
The customer¿s report of a possible over-infusion was not confirmed. The pcu event log showed that on (B)(6) 2017, the suspect device was programmed to infuse ¿insulin drip¿ (diabetic ketoacidosis) (100unit/100ml) (drugid=305) at the rate of 7.2ml/hr with a vtbi of 100ml. The infusion was started at 8:51am. Approximately 7 minutes later, the concomitant pump module was attached and an IV maintenance (drugid=1) infusion was started at the rate of 150ml/hr with a vtbi of 999ml. Nineteen minutes later, at 9:18am, the concomitant pump module was powered off.. The ¿channel off¿ key on the suspect device was pressed, but was not held long enough to power off the device. At 9:20am, a patient-side occlusion alarm occurred, the infusion was paused and a 10-minute delay on the infusion was started. Approximately a minute later, a door stop open and a flow stop open alarm occurred and a 20-minute infusion delay was started. Over the next 5 minutes, another door stop open and flow stop open alarm occurred, the channel off key was pressed the system was powered off at 9:35pm. The insulin drip infusion ran for a total of 29 minutes and 10 seconds and infused a calculated volume of 3.464ml. Testing and inspection of the suspect pump module found no malfunctions and to be infusing within specification. The administration set was not received for analysis. The root cause of the medication bag emptying sooner than expected was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an insulin drip (1 unit/ml in 100 ml), hung as a primary infusion was expected to infuse at 7.2 units per hour. The user found the bag empty earlier than expected with an infused volume displayed as 3.6 ml. The customer reported no patient harm occurred.